Manufacturer narrative:
On 19-oct-2025, bwi received additional information regarding the event. The outcome of the adverse event was fully recovered (no residual effects). The procedural act (activated clotting time) during procedure was around 350 seconds. The sheath and the catheters were exchanged, one catheter was used for each. One transseptal puncture site was performed during the procedure. The type of energy delivered was rf (radiofrequency) and pfa (pulse field ablation). Medtronic's pulseselect catheter was used for pulmonary vein isolation, while qdot was used for ablations outside the pulmonary veins. The patient's condition was resolved. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31656753l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
After an ablation procedure with a qdot catheter, the patient experienced a cerebral infarction treated the day of discharged treated with blood clot removal. The patient¿s symptoms improved/recovered. The physician assessment of the health problem was non-serious (moderate/minor). Laboratory tests and results were that the patient experienced a cerebral infarction, and a blood clot was observed. The coloring setting of visitag was tag index, and additional filter for visitag fot (force over time). No abnormalities observed prior/during use of the product. The procedure was performed using the qdot micro catheter, octaray catheter, sound star eco catheter, ngen generator and the reference patch, and it was completed without any issues. The physician¿s opinion on the cause of this adverse event was that if the thrombus was formed during the ablation procedure, the issue occurred on the procedure day. However, since the cerebral infarction was confirmed three days after the procedure, it is possible that a thrombus was formed after the procedure because atrial fibrillation, which had persisted for a long period, suddenly stopped. The intervention was provided was a thrombectomy was performed. The type of neurological issue observed was symptomatic. The patient required extended hospitalization. No evidence of char or blood thrombus/clot during the procedure. The sheath and the catheters were exchanged one catheter was used for each. The delivered energy was rf (radiofrequency).